Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, reservoir does not stay locked in. The device was received with missing o-ring reservoir tube, broken battery tube threads, minor scratches on lcd window, cracked case at reservoir tube window corners and cracked belt clip slot. Device passed the rewind, occlusion, basic occlusion, prime, displacement and excessive no delivery alarm tests.

Event description:
The customer reported via phone call that the insulin pump is cracked at the reservoir compartment. The customer stated that a small piece of the casing at the reservoir compartment, broke off a while back and now the black o-ring fell out. The customer stated she is concerned the reservoir will not lock into the insulin pump. Blood glucose at the time of the incident is unknown. The customer also reported that she experienced high blood glucose over 400 mg/dl about two weeks back which she treated with manual injection. Customer stated that this was due to other physical issues and not the insulin pump. The customer declined troubleshooting. The insulin pump was replaced and returned for analysis.